Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023 a pps (l4) for lumbar degenerative disease was being performed. The guide wire was inserted through j-probe, and depth was adjusted using pliers and a hammer. When the guide wire was removed, the tip was broken. The image showed that approximately 2 mm of the broken tip remained in the vertebral body. The surgeon determined that it was difficult to remove and there would be no immediate impact on the patient. Then, the wound was closed with the broken tip left inside the body. The surgery was completed successfully without any surgical delay. This report is for a viper system guidewire, blunt and disposable 1.45mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.